Event description:
During the use of the device for a cardiopulmonary bypass procedure, the user reported that the central control monitor displayed vertical lines multiple times during the procedure. The user rebooted the machine and was able to run the procedure by way of local pump controls. The device was used for the remainder of the procedure. The biomed examined the system and found a slightly loose cdi 500 cable at the cdi module. Also, the temperature cable was disconnected from the temperature module. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.